Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that there was mechanical damage. Upon triage the service tech found the pump has a compressor with thermal damage.

Manufacturer narrative:
An evaluation of the scd express was performed for the customer reported issue of ¿there was mechanical damage.¿ upon triage this issue was confirmed and service found that the unit had thermal damage. Cleaned unit with chlorine based disinfectant, tested operation of the unit. Unit not charging. Power supply charred. Components on power supply blown. Replaced power supply. The potential root causes are the use of an unauthorized power adapter by the user or a defective component. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.